Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material clogging the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip, a crack, and a white-clouded area; due to clogging of the nozzle, air supply volume and water removal ability did not meet the standard values; switches 1, 3, and 4 had a scratch; the protector of universal cord on the control section side and suction connector side had a scratch; the objective lens had a scratch; the adhesives around the objective lens and around the light guide lens had white-clouded area; the plastic distal end cover had a scratch; the connecting tube had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning. It is unknown if the air/water nozzle was flushed with air and water. The nozzle was wiped/brushed and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) 'chapter 3 preparation and inspection' and the reprocessing manual 'chapter 5 reprocessing of the endoscope.' Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope angulation locking had malfunctioned. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.